Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. Data review: data logs confirmed pump was in improper position corresponded with the time hemolysis was reported per clinical description that triggered alarms impella position in aorta. Pump then back to the good position and pump ran without issues to the rest of the case. Based on clinical description and data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position since hemolysis was resolved after reposition of the pump. B1 updated to include death and date of death. B5 updated to patient outcome of death. H1 type of report updated to death based on patient outcome. H6 health effect - impact code 1802 added based on patient outcome.

Event description:
The us complainant had a bipella support placed of the impella 5.5 and rp flex. The patient had the 5.5 pump placed via direct access. While on support hematuria noted by bedside nurse, echocardiogram showed 5.5 to be shallow and outlet looked to be close to the graft. 5.5 was advanced 2cm and measuring 4.2cm now and urine is clearing up. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿